Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Event description:
An error message was reported with the adc device in use with a samsung with android operating system version 13. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "weightiness" and was unable to self-treat, requiring third-party administration of sugar and intravenous serum(unspecified) from a healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with samsung a23, os 13, app version 2.10.1.10406. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "weightiness" and was unable to self-treat, requiring third-party administration of sugar and intravenous serum(unspecified) from a healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs (device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. If the sensor is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported sensor ended error message on app screen. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed.all pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung a23, os 13, app version 2.10.1.10406. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "weightiness" and was unable to self-treat, requiring third-party administration of sugar and intravenous serum(unspecified) from a healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.